Event description:
Related manufacturer reference number: 2017865-2022-22203. It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's implantable cardioverter defibrillator longevity was overestimated by the programmer. The device was explanted prior to elective replacement indicator due to longevity overestimation. The patient was stable.

Manufacturer narrative:
The reported event of overestimation was confirmed. As received, the device was above the elective replacement indicator (eri). Longevity analysis found the battery depletion to be normal. The device functioned normally during analysis with no anomalies found. The longevity overestimation was determined to be due to an estimation inaccuracy in the merlin programmer remaining longevity calculation.